Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received unspecified beeps similar to an alarm. The pump history was reviewed and no alarms were found. There was no reported adverse impact to the customer's blood glucose level.